Event description:
It was reported that the local area representative requested review of device data to confirm device operation. Upon review, it was noted inappropriate atrial tachy response (atr) episodes due to farfield oversensing, led to mode switch. Programming options were discussed and recommended. Reprogramming efforts were performed. This device remains in service and no adverse patient effects were reported.